Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was cracked on insulin pump. The customer¿s blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.